Event description:
A home peritoneal dialysis pt's spouse reported that the pt c/o feeling bloated during treatment and they noticed that the solution bags were empty after fill 4. The pt drained >2 l manually. The cycler data sheets shows that the treatment was terminated in dwell 4. She was feeling sore for a day, but no medical intervention was necessary. Her prescription is 5 fills of 2,000 ml using two 5-liter bags.

Manufacturer narrative:
(B)(4). (Other) - bloated. Medwatch report is being submitted based on the info provided by the spouse which may suggest an overfill. (B)(4).